Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date the patient was hospitalized for the event. Treatment and patient outcome were not reported. The patient reported they will not be returning to home pd (no further information provided). No additional information is available.